Event description:
Pt was on dialysis for 3'45" of 4' treatment when they reporting bleeding, on inspection, the safety fistula needle had retracted into the hub & hand come out of the vascular access. The needle is supposed to be locked. The venous access needle was securely taped to pt's skin. On inspection of the needle, rptr could not lock needle totally. Even though needle was in locked position, it could be retracted with a slight effort. This should not occur. The pt has a large upper arm fistula, it is likely the internal vein pressure of the access slowly caused the needle to slip into the hub.